Manufacturer narrative:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, when pbp (undefined) merge was performed in the left atrium with the smarttouch sf catheter, the patient became hypotensive with a systolic blood pressure decrease from 120 to 50 mmhg. Pericardial effusion was observed via soundstar catheter and body surface echocardiography. After 15 minutes, the blood pressure did not recover. Pericardiocentesis yielded an unspecified amount of venous blood. Blood pressure recovered and the procedure was completed. Physician indicated that the left atrial appendage (laa) might have been perforated with the smarttouch sf catheter during left atrial mapping. It was noted that the contact force was high at the laa. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. The returned device was visually inspected and it was found in normal conditions. The catheter was evaluated for eeprom, carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Then, the catheter was tested for electrical performance and stockert compatibility and it was found within specifications. Also, a deflection test was performed and the catheter passed. Then, the irrigation was checked and the catheter was not irrigating. Further investigation revealed that the irrigation tubing was occluded with reddish brown material on the shaft area. No other damage was observed that might have contributed to the occlusion of the catheter. For this reason, the force test could not be performed, however, during the carto test no errors were observed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. During manufacturing process, all the catheters are inspected for visual damages before packaging. On line inspections and functional tests are in place to prevent this type of damage from leaving the facility. The customer complaint cannot be confirmed. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Additionally, per physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. The root cause of the reddish brown material cannot be determined, it could be related to the procedure since there is evidence that the catheter was manufactured in accordance with documented specification and procedures. Based on available analysis finding results, the reddish material inside the tubing does not appear to be caused by any internal bwi processes. (B)(4).

Manufacturer narrative:
On 11/30/2017, biosense webster received additional information regarding this event. Patient did not require extended hospitalization as a result of the adverse event. Patient outcome is improved. Follow-up to be conducted in january. There were no patient factors cited that may have contributed to the adverse event. Physician¿s opinion regarding the cause of the adverse event is that it was related to procedure or patient condition. It was noted that the injury may have occurred during mapping. Transseptal puncture was performed with an unspecified transseptal needle. There is no sheath information. There is no information regarding generator parameters, generator settings, power titration, overall ablation time at the site of injury, or last ablation cycle time at the site of injury, as no ablation was performed. There is no information regarding irrigated catheter flow setting or anticoagulation during the procedure. There were no errors on any bwi equipment during the procedure. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2018, the bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: soundstar eco catheter, model # m-5723-17, s/n: (B)(4). Preface sheath, model # 301803ms. (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smarttouch bidirectional sf catheter and suffered a cardiac tamponade requiring pericardiocentesis. During the procedure, when pbp (undefined) merge was performed in the left atrium with the smarttouch sf catheter, the patient became hypotensive with a systolic blood pressure decrease from 120 to 50 mmhg. Pericardial effusion was observed via soundstar catheter and body surface echocardiography. After 15 minutes, the blood pressure did not recover. Pericardiocentesis yielded an unspecified amount of venous blood. Blood pressure recovered and the procedure was completed. Physician indicated that the left atrial appendage (laa) might have been perforated with the smarttouch sf catheter during left atrial mapping. It was noted that the contact force was high at the laa. Multiple attempts have been made to obtain additional information regarding this event, but none has been made available.